Manufacturer narrative:
Additional information added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused chemo during patient infusion in the pediatric hemonc & ortho/trauma unit. The pump was not accurately dripping for chemo infusion, chemo needed to be increased in order to be completed in the allotted time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.